Manufacturer narrative:
Date of event: the exact event date is unknown. The explant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to the artificial urinary sphincter (aus) was not working and fluid loss. Upon removal, a small hole was observed in the balloon, most likely caused by a suture. All components were removed and replaced. The procedure was successfully completed and the patient fully recovered.